Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged extension leg is confirmed and was determined to be use related. One assembled two-piece nxt connector was returned for evaluation. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated, and a large angled split was observed in the extension leg of the proximal connector piece, approximately 7 mm proximal to the suture wings. Microscopic examination of the split confirmed it was characteristic of contact with a sharp bladed instrument, and the evidence observed on the returned sample which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. Blood residue was seen on the sample which showed that the product had undergone at least some use. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rect1074 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient underwent placement of a groshong nxt on (B)(6) when maintaining the catheter on (B)(6), an operator found that the extension tubing was damaged and leaked fluids. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect1074 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient underwent placement of a groshong nxt on may 8. When maintaining the catheter on july 1, an operator found that the extension tubing was damaged and leaked fluids. No other information was provided.